Event description:
Patient received conformis ipd in 2004 and was doing well until about three and half weeks later when pt slipped and twisted their knee. They saw the doctor four days later at which time the device was found to be dislocated and the event was reported to conformis, inc. The pt is one of two who had received the wrong device due to an error during the design of the devices and a mix-up of the two MRI images. (CAPA was initiated and corrective action taken). The pt was re-operated and the correct ipd device implanted.